Manufacturer narrative:
The product identity was not confirmed due to the product not being returned. An x-ray was provided. It could not be determined if the x-ray provided was taken after the first or second instance of the plate breakage and the orientation of the x-ray could not be determined due to the lack of markers on the x-ray. Upon review of the pictures, it can be seen that the patient is missing a large portion of their mandible. The x-ray also show the surgeon placed a plate extending from the chin to the ramus, and the plate has been fractured. It can also be seen that all screws are still in place and the surgeon did not attempt to place a bone graft in the missing portion of the mandible. The broken plate can be seen on the x-ray that was provided; therefore the complaint is considered confirmed. Upon review of the x-ray, it can be seen that the patient is missing a large portion of the mandible and the surgeon attempted to use the implant to reconstruct the mandible without a graft, which is contraindicated in this products instructions for use (IFU). This placed too much of a load on the implant, causing it to fracture. The most likely underlying cause of this complaint is determined to be due to customer error as the surgeon did not follow the IFU/surgical technique. The IFU for this product informs of situations in which this product should not be used. It states in the section titled contraindications: 5. If used in mandibular resection cases, the mandibular reconstructive devices must be supported using a graft. If mandibular reconstructive devices are not supported by a graft, the devices can be expected to fracture, bend, break or fail.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product has not be returned for an evaluation. Because the part and lot numbers of the plate and screws are unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that a second revision is required due to a 2.4 mm plate breaking. A custom implant has been requested. More information was requested but has not been received.